Manufacturer narrative:
Both the ch-14 and ch3034 that were returned connected to one another were primed together without occlusion and pressure leak tested without leakage. Both the ch-14 and ch3034 were primed and pressure leak tested separately and both were able to be primed without difficulty or occlusion and both met pressure leak expectations outlined in the product performance specification. The complaint was unable to be replicated or confirmed with either the ch-14 or the ch3034. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending. Additional contact information: (B)(6).

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap where it was reported that the chemotherapy has ended six hours early. That it was used for chemo, but it is not a biohazard. Additionally, the customer stated that the infusion rate was unknown and that they don¿t know whether any issue with the pump. That there was no leakage to the healthcare provider or patient. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.